Event description:
It was reported that prior to patient contact, the powered handle displayed a graphic with a handle and a red circle with a line going through it. It was also noted that the shell was recognized by the handle. The device was replaced, but the replacement shell also did not function. Only one handle was available, and after the shell was replaced and still did not work, it was ultimately used as a consignment manual handle. There was no patient involved. Medtronic's initial evaluation of the incident device found that the data of the handle was running v29.7 software at the time of the fpga reset/reprogram failures.

Manufacturer narrative:
D10 concomitant product: sigpshell, sig power sigpshell control shell (lot#n4m1697y) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection of the returned handle noted no abnormalities. The handle had 254 of 300 procedures remaining. Analysis of data stored on the handle showed evidence of field programmable gate array (fpga) reset/reprogram failures. According to this data, the handle was running v29.7 software at the time of the fpga reset/reprogram failures. It was reported that a "signia power handle error" (red circle with a line) occurred, and the signia power shell was not recognized. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.